Manufacturer narrative:
(B)(4). The cassette was not returned and a device analysis could not be completed. Initiating therapy before connecting is a known cause of this event. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide provides step-by-step instructions for when and how to connect to the disposable set. It also instructs to connect the transfer set to the patient line prior to starting the initial drain. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a home patient (hp) experienced air in the patient line during fill 1 of 4. The hp was connected at the time of the event. During troubleshooting, it was noted that the hp pressed go before connecting and then connected. The technical service representative (tsr) reviewed proper procedures with the hp. The hp would complete therapy using all new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.